Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, after surgery, lens was explanted in a secondary procedure due to patient had severe blurring of light, and during the one-week follow-up, fine scratches occurred on the optic. The iol was replaced with unspecified lens at another hospital.

Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. Iol returned in two segments inside a sealed non-company pouch. Solution is dried on the iol (intraocular lens). Both haptics are intact. The optic is torn/split-cut dividing the iol in two and is scratched/marked rejectable with a piece missing. We are unable to determine the root cause for the reported complaint "explant, patient had blurring of light with fine scratches on the optic". The iol was returned in two segments, which is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).